Event description:
Drill bit tip broke off during an orif of patella. Reported to manufacturer. From op note: I was drilling one of the bone tunnels in the patella a 2 mm drill bit broke and the broken piece was deep inside the patella and in order to remove that would have required breaking the patella apart which obviously would have been a bad idea. It did not cause any problems with completing the case as I was able to redirect the bone tunnel for the suture passage without complication. I also do not expect this to cause any short-term or long-term complications with his patella or his recovery.